Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's right ventricular lead was oversensing noise. Programming changes were completed to address this issue. The patient was stable throughout and would continue to be monitored.